Event description:
Two level failed fusion. Pt is disabled. Pt had a surgery to attempt removal of cages in 2001. An infection was diagnosed along with the failed fusion. MFR instructs the use of hip bone for the fusion. Pt's physician failed to do so. Research on these cages only mention fusing hip bone. According to rptr there is no other procedure.